Event description:
Treatment of a cerebellum avm. It was reported during onyx injection, it was noted that an abnormal amount of onyx was exiting along the catheter. The catheter was withdrawn from the pt and a hole was found at 1cm from the catheter's tip. At this time, no complications were reported with the pt. Three days post procedure, the pt developed small symptom of dysmetria and was administered with anti-seizure and cortisone drug therapy. The pt was reported as better.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approx 1.7 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter or an undetected kink, resulting in pressures exceeding the limits of the catheter.